Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The unit was evaluated at philips. The symptom was verified. Replacing the control pca resolved the issue.